Manufacturer narrative:
This product has not yet been returned for analysis. This report will be updated should additional information become available or if the product is returned and analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at high outputs as well as a high out of range pacing impedance measurement of greater than 2000 ohms. An x-ray taken showed the rv lead had dislodged. Surgical intervention was performed and the rv lead was also discovered to be fractured near the terminal pin. The patient was thought to have suffered from twiddler's syndrome. The rv lead was explanted and replaced without any further issue. No additional adverse patient effects were reported.